Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that at implant the left ventricular lead exhibited high thresholds and the patient experienced phrenic nerve stimulation in all programmable vectors. The lead was not used; a new lead was successfully implanted.